Event description:
The customer reported erroneous results for magnesium and phosphorus which were generated from a beckman coulter au5400 clinical chemistry analyzer. The customer reported that the high phosphorus and magnesium results occurred on unit 2 inner ring of the analyzer. The customer moved phosphorus to outer ring and requested for service. The customer stated that the erroneous results were reported out of the laboratory but the results were questioned by the doctor. The samples were rerun and corrected results were obtained and reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. The customer has only provided printouts for the phosphorus results. Multiple attempts were made to request the magnesium results but the customer stated that the results have been archived and is no longer available. The customer noted that both phosphorus and magnesium quality controls were in range before and after the event. Beckman coulter field service engineer (fse) was dispatched over several days to assess the instrument. Upon arrival, the fse was told that a noise coming from unit 2 had been noted by the operator. The fse proceeded to replace the "blue gear" which is a reaction chamber drive wheel situated between the cuvette wheel motor and the cuvette wheel. Over the next three day period, the fse has replaced the following parts on unit 2: valve, nozzle, mixed tower tubing, pump assembly and reagent syringe. Instrument was then validated and results met published specifications. The cause of the event may be attributed to parts replaced by the fse.